Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. Blood glucose value was 400 mg/dl at the time of the incident. There was no additional information given regarding the high blood glucose issue. Troubleshooting was performed and the issue was resolved by changing the set. The device will be replaced but not returned.